Manufacturer narrative:
During a follow-up appointment, the implanting clinician noted that the patient was not experiencing a migration/erosion but instead, an issue with wound healing. The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, the patient engaging in strenuous physical activities, implanting an expired stimulator, patient picking at the wound, and using inappropriate tools have been ruled out as potential causes. However, the implanting clinician stated that the cause of the wound not healing is due to an incision on the tibia that was too superficial, and part of the implant healed outside the body. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the wound not healing is due to improper surgical technique and clinician user error.

Event description:
During a follow-up appointment, the implanting clinician noted that the patient was not experiencing a migration/erosion but instead, an issue with wound healing.